Manufacturer narrative:
Internal file number: (B)(4). The device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to position (guide wire); however, the reported shaft break appears to be related to the operational context of the procedure. There was no damage noted to the sds during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. Difficult to position (guide wire resistance) that could contribute to blockage within device or device component may be attributed to several factors including, but are not limited to, product placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, damage to the catheter or accumulation of blood or contrast. In addition, it is likely that the reported guide wire resistance, while attempting to advance the stent delivery system likely kinked the shaft, ultimately causing the reported shaft break. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Patient codes: 2199 labeled na device codes: 1069 labeled 2920 labeled internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was to treat an occluded lesion in the first diagonal coronary artery. When the 2.50x15 mm xience alpine stent delivery system (sds) was attempted to advance over the non-abbott guide wire, the shaft of the sds fractured. The sds was not used in the patient anatomy. A non-abbott stent was advanced over the same guide wire to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.